Manufacturer narrative:
Device not returned.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issues during dialysis session with use of unspecified set ups where d1000 tego connectors were in use. The initial information describes the event as follows "..tego connector was newly changed pre-dialysis and when blood drawn and catheter flushed a leak was noticed from the side slot of the tego. It was replaced with another new (from same lot cited) then flushed with ns and no leak noted. Then, 25 min. Into the run patient noticed a "silver dollar" sized blood stain on his shirt. Tego has a leak, checked connection and was tight. Only resolved with change out a third time... ". There were no reported adverse patient consequences. The devices were removed, replaced and discarded.